Event description:
It was reported that the patient had a catheter and leg bag placed in the hospital a few hours ago. Patient was home and the urine was not going into the bag. Patient believes the valve at the top of the bag preventing back flow was preventing urine from entering the bag. Per verbal response notes, it was confirmed there were no bends and kinks in the tubing and confirmed bag was on correctly. Discussed exercising the bag back and front to remove a vapor lock that can happen during sterilization. Caller tried to separate back from front but is still dealing with the issue. Patient states he even blew through the bag and urine will still not enter. Advised caller to keep the bag and this would be reported to our product complaints department for assistance.

Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.